Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread broke about 5 cm from the needle. All 8 pieces are in the same condition. Detected before use.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We received an open sample, unused but with the aluminium pouch open. The 8 sutures inside the cardboard support were broken in several places as shown in the picture received. According to the manufacturing batch record, no incidence was registered during the production and results fulfilled usp/ep and b. Braun surgical requirements. Summary of root cause analysis the most probable root cause is an incorrect placement of the cardboard support due to a specific and isolated operational error of the packaging operator that causes that the fourth sealing is not carried out correctly and origins a perforation. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.